Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because the device is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05847 and 05848. Device remains implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on an unknown date. Subsequently, there will be a revision on an unknown date to treat flexion contracture and tissue laxity.